Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to the environment, which is environmental conditions. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the motor device was insufficient/low. It was determined that the device had corrosion/rusting/pitting and component damage. It was further observed that the device became too hot in a short time and testing was unable to be completed. It was further observed that the red dot on the connector was missing. It was further determined that the device failed pretest for visual assessment (device meets visual criteria) and rotational speed assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.